Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported she has been retaining fluid and the lifevest causes discomfort. There are no indications of a visible rash or irritation. There was no alleged device malfunction contributing to the irritation. Patient reported that a nurse practitioner advised her to return the lifevest if she is too uncomfortable. Patient ended use. Reporting out of abundance of caution.